Event description:
Pt had one focal laser treatment. 12/12/95 l eye #28 0.1 100 microns 170 mw on 2/6/96 pt complained of pain inside l eye. On 4/2/96 pt complained of sharp pain behind left eye. Pt to have laser treatment at another facility. Updated summary- there were 20 pts-32 treatments, of these 20-17 followed up. 4 pts had subretinal neovascularization. 3 pts lost to follow-up.